Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a display was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect display has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the display of mobile view station (mvs) was damaged. There was no patient present at the time of the issue.

Manufacturer narrative:
The suspect display has been received by the manufacturer for evaluation. The returned part failed visual inspection as the monitor display was physically damaged and the internal lcd was broken.